Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One tr band, inflator, and packaging label were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no foreign matter or damage was found. The check valve is deformed. One tr band, inflator, and packaging were returned for assessment and the sample leaked at the check valve. The check valve was deconstructed, and no damage or foreign matter was found. There is a defect on the check valve. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. It is possible there was foreign matter in the valve that was dislodged during deconstruction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a heart cath, the tr band was inflated with 15 ml's of air; however, the balloon lost air right away and it deflated immediately. Location of the air leakage was unknown, and there was no noticeable damage to the device. A 6x25 glidesheath slender used at the access site. There was bleeding with an unreported amount of blood loss. One way valve was not sealed; therefore, when air was put into band it immediately came out. Hemostasis was achieved by putting on a replacement tr band. No other patient harm besides the bleeding. The patient was stable and discharged.

Manufacturer narrative:
A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nursing professional development specialist I. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.